Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the down arrow button and light button had become sticky and had rejected new batteries. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump received random no delivery alarm and after changing out infusion set back light was dimmer. Troubleshooting was assisted. The device will not be returned for analysis.

Manufacturer narrative:
Device failed to power up due to corroded battery tube spring noted. Device was inspected and found connector on lcd board was unlocked.